Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. Unit returned with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was performed. The device was returned for analysis.